Manufacturer narrative:
(B)(4). G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a robot-assisted knee procedure, while inserting an 80 mm x 3.2 mm fluted pin for the tibial tracker, the pin contacted hard bone and the tip fractured, leaving the fragment embedded in the patient¿s bone. Attempts have been made and no further information has been provided.